Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software.if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving morphine (20-30 mg/ml at 4.13-6.195 mg/day) and bupivacaine (5 mg/ml at 1.0325 mg/day) via an implantable infusion pump. It was reported that on (B)(6) 2020 the patient came in for a refill and they changed her concentration from morphine 30 mg/ml to morphine 20 mg/ml but did not change the concentration in the programmer. It was noted that the patient was feeling awful and going through withdrawal. The caller was assisted with correcting the programing error.